Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The high resolution stereo viewer (hrsv) was analyzed and found the error 119 was found in system logs indicating the failure occurred in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto a golden system where the hrsv was totally blank and not working. The complaint regarding the left screen in console was black was confirmed by failure analysis. The root cause is attributed to a faulty hrsv monitor not displaying the required image from the system.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the left screen monitor on surgeon side cart to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting assistance to report that the left screen was black in surgeon side console (ssc). Caller performed all troubleshooting steps necessary like endoscope replace and system reboot. The surgeon continued the procedure robotically with one eye in console with no reported injury.